Manufacturer narrative:
According to the customer, the end user attempted to use the nebulizer on 04/01/2024 but, it "would not turn on". The customer reported the issue resulted in missed medication and the inability to receive their medication, but they replaced the device the "same day". The customer did not report any serious injury, medical intervention, or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the end user attempted to use the nebulizer on 04/01/2024 but, it "would not turn on".